Event description:
It was reported that the patient had received several inappropriate ICD (implantable cardioverter defibrillator) firings for sinus tachycardia. Given the ICD discharges and associated anxiety the patient wishes to proceed with ICD removal. Therefore, the ICD and rv lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).